Manufacturer narrative:
The device investigation has been completed and the alleged battery issue was verified and the alleged cartridge change error could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted quickly and multiple cartridge changed errors occurred using multiple cartridges during the loading process. Customer's blood glucose was within range (value not provided). Customer reverted to using manual injections for insulin therapy.